Manufacturer narrative:
(B)(4). Product code, brand name, common device name, catalog number, lot number and 510(k) were documented as unknown in the initial report. They all have been updated accordingly to reflect the information. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. It has been updated to september 18, 2013. The actual device was returned for evaluation. Reliability engineering evaluated and no major damaged could be detected except for marks behind the edge and the coupling side of the burr had no damage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The part number as unknown. All attempts to obtain product information were unsuccessful. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the electric pen drive device and the burr attachment device were getting warm. It was further reported that the burr device could not be removed from the attachment device after the surgery while preparing for cleaning at the operating room. It was unknown when the burr device got stuck in the attachment device. There was an unspecified amount of delay to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.